Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, the atrial outputs were found to be higher than what was previously programmed due to a data issue. The patient was stable.